Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had no delivery alarms, motor error and sometimes squirts insulin while priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm, prime or fill anomaly and excessive no delivery alarm noted. The motor tested outside of the device and passed.(B)(4).